Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was originally intubated earlier in the day. The cuff was noted to have a leak but improved with adjusting the depth of the tube. It got worse as the evening went on and required a tube exchange just after midnight. Immediately after the tube change to the same size and type of tube, it was noted to have a second cuff leak and would not hold air. The decision was made to change the tube to another style ett. The first event took place on (B)(6) 2021 around noon and the second was just after midnight on (B)(6) 2021 (about 12 hours later). Occasional low tidal volumes during ventilation, resolved with adding air to cuff. Blood noted to be suctioned orally and via ett after tube exchange but no visible laceration. Could lead to aspiration of secretions.